Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert for high out of range shock impedances on the right ventricular (rv) lead. The values were greater than 200 ohms. The patient was brought in for further evaluation and in two vectors, the shock impedances were out of range. Boston scientific technical services discussed troubleshooting. At this time, the products remain in service. The rv lead is a competitor's product and is expected to be revised at a later date. The system was programmed to the only vector where values were within normal limits. No adverse patient effects were reported.